Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error alarms. The customer's blood glucose level at the time of incident was 600mg/dl. The customer treated with the pump. The customer's most current level was 466mg/dl. The customer declined replacement pump and was transferred for pump upgrade.